Manufacturer narrative:
Internal file number - (B)(4). Date of event - corrected. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported detachment of the device (shaft separation) was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure, as it is likely the device interacted with the heavily tortuous, heavily calcified lesion during advancement resulting in the reported failure to advance; however, the reported shaft separation could not be confirmed during return analysis testing. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional multi-link device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified lesion in the distal right coronary artery. Two multi-link 8 stent delivery systems (2.75x38mm and 3.5x28mm) failed to cross due to the anatomy and the shafts separated. The procedure was successfully completed with several pre-dilatations and the use of an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.